Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels after eating. The blood glucose readings have been 150, 123 and 430 mg/dl today. The customer treated with the pump. The customer stated she's eaten a salad, strawberries, and has been drinking water. The customer stated she also felt dizzy. The customer stated she would monitor her blood glucose levels and will call back as needed.